Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging that "in the 100 count box of verio test strips there was one vial of ultra blue test strips". This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.